Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a portion of the guide fractured off during surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device returned, not yet evaluated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The instrument was returned and examined, with photos and dimensional print attached. It was confirmed that it showed signs of impacts to both the thumb screw and the user end of the instrument. The thumb screw threads were damaged and stripped, rendering the tool unusable. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The package insert was reviewed, and the warning statement was found: ¿do not subject instruments to high loads and/or impact as breakage can occur.¿ the root cause is likely use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.